Manufacturer narrative:
Samples received: 3 unopened and 1 open racepacks. There are no previous complaints of this code/batch. There are (B)(6)units in OEM stock. Tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the OEM. The open package contained a thread that was broken. Unable to confirm the circumstances when the thread broke. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Thread tears too easily during suturing.